Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The release documentation for instrument pn: nat-024 and instrument serial number (B)(4) was reviewed and the instrument met all release criteria. A search for complaints related to instrument function identified there are no other cases related to instrument function reported for serial number (B)(4).

Event description:
The customer reported smoking issues on the ID now instrument on (B)(6) 2021. Staff smelled smoke and notice it was coming from the ID now instrument. The customer stated before powering off the machine, the area was hot to touch, a noticeable black burn mark near where the lid magnet is located. As per customer confirmed there was no injury or impact to staff. This event shall be considered to be reportable as there is reasonable evidence that attributes a high risk of fire to this instrument.

Manufacturer narrative:
Additional information/corrected data: after further review of this MFR. Report it was determined the statement "there is reasonable evidence that attributed a high risk of fire to this instrument" was reported in error." The statement for reportability determination should have been "visible smoke is reported as a malfunction as there is potential for serious injury if the event were to recur". We have never received any complaints of fire (or confirmed fire through investigation) with this instrument. Additional information: upon receipt at abbott diagnostics scarborough, the instrument was sent to the systems group for further investigation. Systems observed rust mark on cover housing, this is where the metallic plates from lid make contact. Metallic plate has started to rust from cleaning chemicals such as bleach. Powered on instrument and logged in with no issues. Left instrument powered on for 10 minutes, no sign of smoke was observed. Disassembled instrument to further investigate for signs of smoke or overheating damage. Found no smoke residue, nothing smelled burnt and no components were damaged. With pre-heater insulator cap removed, was able to observe dried up residue from cleaning process on pre-heater well. This did not have an effect on instrument operation. Instrument was left running over night for 13 hours, then temperature was measured using a thermometer. No signs of overheating observed and all temperature readings were in spec. Pre-heater block maintains a temperature of 56°c during operation, that area of the instrument will feel warm to the touch and a caution label sites right above pre-heater well. Customers complaint was not replicated. As the issue was not replicated, an email was sent to the customer to confirm the correct instrument was sent back to abbott diagnostics scarborough. The customer confirmed the correct instrument was shipped back. In conclusion, the customer's returned instrument was functioning as expected when tested at abbott diagnostics scarborough. Because the customer issue was not replicated, a root cause was not able to be determined. Based on the complaint data for overheating failed capacitors or smoke from the instrument, we have concluded that the likelihood of serious injury is low. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.